Manufacturer narrative:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The rep indicated that the while removing the olive wire, it hit/rubbed against a pin and broke. The device was not returned to the manufacturer for evaluation. The UDI referenced is for the sterile kit (sk12) the device is distributed in. The device history records were reviewed for all possible devices/lots and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause of what was reported is that the olive wire broke due to impact with another device (pin). A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. A backup device was available to successfully complete the case with no additional patient outcomes.